Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineers and the surgeon were very meticulous and careful when using rosa for laser registration and guidance during this procedure. For laser registration, they were able to get the following accuracy: d1: 0.5, d2: 0.7, e1: 0.6, e2: 0.6, o: 0.6, and b: 0.5. This was the best they could get after making several adjustments. After registration and verification, they marked each point (except 2-rmmf as it wasn't reachable by the pointer probe or distance sensor) with the distance sensor and 10-rlp with the pointer probe as it wasn't accessible with the distance sensor. They also used the pointer probe to verify two points that were marked with the distance sensor. The surgeon shaved the portions of the head where she marked and used small rubber bands to tie the patient¿s hair out of the way (fse did tell her to be careful of pulling the skin per the last case). During the guidance portion of the surgery, they first checked to make sure the arm went to the trajectory points that were marked (before draping)- it looked good. They began inserting electrodes, starting from the beginning of the list, and after 3-4 trajectories, they went back and checked the placement of the first one, which matched perfectly. However, by the time they got to the trajectory labeled 13-rif, we noticed that the marked point was a bit off from where the arm led us (this was a more lateral trajectory on the patient¿s right side). They went back to home and recalibrated the arm and they also checked another point they had already done, which was on point. However, the lateral point was still a bit off and as we continued a few of the other lateral points were a bit off the marker as well, maybe by 1-2 mm. The surgeon felt comfortable to implant those electrodes. The surgeon also mentioned that the skin swells in areas where the lidocaine was injected. The field service engineers stayed for the post-CT scan and reviewed it with the surgeon. However, they noticed that some of the entry points were off by 1-4 mm in the lateral direction. The electrodes were pretty close to target laterally for the most part but a few were 2 mm too deep, which is acceptable.

Event description:
The field service engineers and the surgeon were very meticulous and careful when using rosa for laser registration and guidance during this procedure. For laser registration, they were able to get the following accuracy: 0.5, 0.7, 0.6, 0.6, o: 0.6, and b: 0.5. This was the best they could get after making several adjustments. After registration and verification, they marked each point (except 2-rmmf as it wasn¿t reachable by the pointer probe or distance sensor) with the distance sensor and 10-rlp with the pointer probe as it wasn¿t accessible with the distance sensor. They also used the pointer probe to verify two points that were marked with the distance sensor. The surgeon shaved the portions of the head where she marked and used small rubber bands to tie the patient¿s hair out of the way (fse did tell her to be careful of pulling the skin per the last case). During the guidance portion of the surgery, they first checked to make sure the arm went to the trajectory points that were marked (before draping)- it looked good. They began inserting electrodes, starting from the beginning of the list, and after 3-4 trajectories, they went back and checked the placement of the first one, which matched perfectly. However, by the time they got to the trajectory labeled 13-rif, we noticed that the marked point was a bit off from where the arm led us (this was a more lateral trajectory on the patient¿s right side). They went back to home and recalibrated the arm and they also checked another point they had already done, which was on point. However, the lateral point was still a bit off and as we continued a few of the other lateral points were a bit off the marker as well, maybe by 1-2 mm. The surgeon felt comfortable to implant those electrodes. The surgeon also mentioned that the skin swells in areas where the lidocaine was injected. The field service engineers stayed for the post-CT scan and reviewed it with the surgeon. However, they noticed that some of the entry points were off by 1-4 mm in the lateral direction. The electrodes were pretty close to target laterally for the most part but a few were 2 mm too deep, which is acceptable.

Manufacturer narrative:
An analysis of the data logs from the event has been performed. This analysis concluded that the registration was properly performed. However, all electrodes were implanted inaccurately, with an error superior to the specification limit of 2 mm at the entry point. The error is homogeneous and all electrodes are implanted straight. When starting guidance, entry points were marked using the laser and shaved. After starting the navigation with the instrument holder, first electrodes trajectories were checked before to start implantation and were correctly positioned. It was only from trajectory 13 that a shift of the entry points was observed. A factor to this shift can be the swelling of the skin due to chemicals injected to the patient. No failure of the device was observed. Regarding the elements of the investigation, it is assumed that the most probable cause for the inaccuracy of electrodes implantation is that the head moved before to mark entry points using the laser, after registration. A rotation of the head from right to left side is suspected. The position of the patient¿s head in the head holder might cause this kind of movement. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, event problem and evaluation codes.